Event description:
The customer reported via phone call that the insulin pump had a button error alarm after falling into the swimming pool. Blood glucose level at the time of the incident was 476 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window and belt clip slot. Unit received with minor scratched lcd window.